Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was for the patient to determine their MRI eligibility, as they had recently experienced a fall. The patient mentioned that they were told that although their ins was old, they were at least eligible for a head-only MRI. The agent set the case as staging record since the patient mentioned that their ins had not worked and that they had considered having it explanted. The patient added that, around 2005 or 2006, while they were still in the military, they felt a really hard or very strong shocking pain from their ins, and their therapy didn't work after that. The patient mentioned that their therapy didn't seem to help their bladder or "anything". The agent reviewed the patient's therapy information and provided the technical services phone number for the doctor requesting the MRI to call regarding the patient's alternative imaging procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.